Event description:
Complainant alleged that during training and in-servicing by the facility's staff the device initially displayed a "defib fault 71" message, then shortly thereafter, it displayed a "defib fault 78" message and then a "batt high voltage" message. The device will now not power up in a battery mode. The complainant indicated that there was no pt involvement in the reported malfunction.